Event description:
It was reported to boston scientific corporation that a truetome 49 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, when bowing the tome, the wire kinked. A photo of the complaint device was provided where it can be observed that the cutting wire was kinked. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results. The returned truetome 49 was analyzed, and a visual and microscopic inspection found that the distal pierced hole (tome's extrusion) was torn; therefore, this last condition displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter). Media analysis was performed based on the photo provided by the complainant where was possible to observe the device with the cutting wire kinked and displaced from its original position. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and the distal pierced hole was torn (working length torn). The kinked found on the cutting wire could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a truetome 49 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, when bowing the tome, the wire kinked. A photo of the complaint device was provided where it can be observed that the cutting wire was kinked. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a truetome 49 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, when bowing the tome, the wire kinked. A photo of the complaint device was provided where it can be observed that the cutting wire was kinked. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the truetome 49 device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the cutting wire anchor displaced from its original position (the wire anchor is still within the catheter), this condition is only present when the distal pierced hole (tome's extrusion) is torn as seen in the attached photo, also, the cutting wire was observed kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire kinked was confirmed. According to the media analysis performed, it was found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.